Event description:
Customer's mother reported the buttons on the infusion device do not function correctly. No adverse event was reported in relation to this complaint. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.